Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned and is not expected to be returned for evaluation. While fistula is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if additional information becomes available.

Event description:
It was reported that the surgeon do open procedure for inguinal hernia repair in 2006, with no complications reported. The patient was discharged from the hospital the same month. After 3 months, the patient returned to the user facility due to an incision infection. The infection did not improve with conservative treatment so the mesh was explanted in 2007. The surgeon reported that the infection was around the mesh and there was an incision fistula.